Manufacturer narrative:
The pod arrived fully deployed. A tear was observed on the unexposed portion of the soft cannula, causing corrosion on the pcb and low battery voltages. Download data could not be retrieved as a result. As such, the presence of an alarm could not be determined. It could not be determined if the observed leak is linked to the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to 380 mg/dl, while wearing the pod between 1 and 4 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.